Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 1993, product type: extension; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1993, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturing representative the patient's pain stimulation device was not being used due to it not working properly. The indications for use were failed back surgery syndrome and non-malignant pain. No interventions or outcome were reported regarding this event. If additional information is received, a follow-up report will be sent.